Event description:
It was reported that the laser sparked when it was plugged in. There was no patient involvement.

Manufacturer narrative:
The console was serviced onsite by a field service engineer (fse). During functional evaluation, the fse inspected internal and external components on unit. The leads in the plug were not fully inserted, which was causing looseness and did not plug into the outlet fully. Channel 4 hr had a pit on the optic. The reported allegation was confirmed. The fse performed/verified resonator near and far alignment on the console and adjusted all four channels. The fse also made adjustments to channel 4 resonator alignment and performed software upgrade. Coolant was topped in water reservoir, and performed power checks, restoring console's functionality.

Event description:
It was reported that the laser sparked when it was plugged in. There was no patient involvement.